Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 (air in the set) which occurred during the initial drain. The technical services representative (tsr) instructed the home patient (hp) with troubleshooting. The tsr explained the alarm indicated air entered the set up. The tsr advised the hp to report the alarms to the peritoneal dialysis registered nurse (pdrn) the next morning. The hp confirmed to finish therapy manually. Product surveillance contacted the hp on (B)(4) 2011. The hp stated he did not notice anything unusual with the setup at the time of the alarm. The hp stated he used manual supplies to complete therapy and contacted his pd rn regarding the alarm. The hp stated he had resumed therapy on the cycler without any problems. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during the initial drain was not confirmed due to lack of sample. The cause was undetermined. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown, therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.